Event description:
It was reported that loss of capture and decreased pacing lead impedance were observed on the right ventricular (rv) lead. The patient is pacemaker dependent. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.